Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 46 mg/dl at the time of the incident. The customer was at 333 mg/dl before the incident and had been experiencing highs for the previous few weeks. The customer gave a bolus since they were having a hard time lowering their levels. The customer was given glucose to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer found out about the set recall and thinks this was the cause of the low incident. The insulin pump will not be returned for analysis.